Manufacturer narrative:
Device is a combination product. Age at time of event: above 18 years and older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion. After removing the stent from the tuohy, it was noticed that the strut lift on the proximal end. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was okay.